Event description:
The information provided to sjm indicated a 8f angio-seal sts plus was selected for use following a percutaneous coronary intervention (pci). The angio-seal was deployed in the right common femoral artery; however, hemostasis was not achieved. Manual compression was applied for 20 minutes and hemostasis was achieved. Then, the physician determined the right extremity had no pulse. Echo revealed the collagen was in the artery. The artery had mild calcification, no branches, and no stenosis. Surgical intervention was performed to remove the collagen and anchor and hemostasis was achieved. At the time of discharge, the patient felt uncomfortable (like twitches) around the puncture site. However, no additional operation was scheduled. The patient will be monitored with follow-up visits. The physician indicated the event was not caused by the product itself, but rather the patient or procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.